Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted unit and the catheter adapter assembly with the original packaging. Upon inspection of the unit, the needle did not back out of the hub. However, the catheter backed out of the wedge while inspecting the device which indicated a catheter back out occurred. The failure mode could potentially be caused by incorrect swedge depth or incorrect flare length. Measurement of the swedge depth could not be performed since the wedge-tubing assembly was separated from the adapter. The adapter was evaluated and there were no molding defects found that could affect the swaging process. There were no visible marks confirming that the swaging process was not completed properly. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Bd is continuing to further investigate this type of reported issue through CAPA#1461582. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in needle broke off in the catheter. This was discovered during use. The following information was provided by the initial reporter: material no.: 381544 batch no.: 9198681. It was reported that the needle broke off in the plastic catheter while the rn was attempting to insert it into the patient. When she went to pull the needle out by retracting it, there was no needle attached at the hub. It was noticed remaining in the catheter and everything was removed immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in needle broke off in the catheter. This was discovered during use. The following information was provided by the initial reporter: material no.: 381544, batch no.: 9198681. It was reported that the needle broke off in the plastic catheter while the rn was attempting to insert it into the patient. When she went to pull the needle out by retracting it, there was no needle attached at the hub. It was noticed remaining in the catheter and everything was removed immediately.